Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Customer had needle go through the side of the catheter while manipulating the IV on insertion. IV not usable, impacted workflow for clinician and delayed care of patient. Caused more harm for patient on the insertion and causing another stick all together.